Event description:
It was reported that the patient had his pump explanted due to bacterial, spinal meningitis. It was unknown if the pump was related to the meningitis. After the event resolved, a new pump was implanted. The drugs used in the system were fentanyl, bupivacaine, droperidol, baclofen, and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# j11973r17, implanted: (B)(6) 2004. Product type: catheter. (B)(4).